Event description:
It was reported that pump screen stayed dark and device would not turn on despite multiple attempts, including removing pump from case, pressing button as instructed, and plugging into a working power source while red light flashed and pump vibrated at intervals. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it within specified time, and was informed they would need to enter pump settings and connect continuous glucose monitor to replacement pump, while technical support arranged shipment of replacement pump under warranty.